Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure when the lead was taken out of the package, the lead tip was bent and there was a kink close to the ring. A different lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal end/electrodes of the lead were bent. The interior right ventricular defibrillation cable was extrinsically kinked/buckled. The lead fixation was analyzed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 16-62 purple stylet in the lead. The packaging for the lead was not returned. There is a white substance on the helix. There is a white substance on the rv coil. The helix is bent. If information is provided in the future, a supplemental report will be issued.